Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that after ion selective electrode calibration the quality control (qc) was out of range. The customer replaced the chloride electrode to resolve the issue. The cause of the discordant, falsely low cl results on four patient samples is electrode failure. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on four patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, all resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.